Manufacturer narrative:
Per the field service representative (fsr), he did not try to recharge the batteries and disposed of the depleted batteries.

Manufacturer narrative:
Per the manufacturer, the batteries were due to be recharged on (B)(6) 2019. The field service representative (fsr) installed new batteries. The unit operated to the manufacturer's specifications.

Event description:
During installation of the device, it was reported that the batteries on the heart lung machine (hlm) were less than 1.0000 ampere hours (ah). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.